Event description:
Post placement PICC the wire from the catheter was difficult to remove. Flushed four times with 12 ml ns, with no improvement, no kinks noted. Additional information: the catheter was in the patient. Confirmed location, flushed the line, then began removing the stylet. Met resistance. Catheter came out 3-4 inches, then stylet "snapped." There was a small piece of stylet still sticking out of the hub. Rn grabbed the end and pulled remainder of stylet out without difficulty. No pieces were left in the patient.

Manufacturer narrative:
The complaint that the stylet was difficult removing from the catheter and that the stylet broke is confirmed but the cause is unknown. The product returned for evaluation was a tls stylet in two segments. Kinks were seen within both stylet segments. The catheter and the t-lock assembly were not returned for evaluation. The proximal segment was 27.0" long and consisted of the yellow pull tab, the entire length of t core wire, and a segment of the polyimide and shrink tubing. The outer polyimide tubing was broken 24.2" from the proximal end of the device, exposing the core wire covered in the shrink tubing. The break in the polyimide tubing was jagged and irregular under microscopic examination. The shrink tubing had broken 26.9" from the proximal end which exposed the last 0.1" of the core wire. Microscopic examination (20-80x) of the distal end of the core wire revealed that the tip appeared flared, indicating that this was the manufactured distal end with the polyimide sheath. This indicated that the core wire did not break and the separation occurred between the core wire and the magnetic region. The distal segment was 8.7" long and included the rest of the polyimide and shrink tubing, the magnets, and the distal epoxy tip. The polyimide tubing was elongated and flattened. Microscopic examination of the magnetic region revealed that the polyimide tubing had empty spaces between the magnets. Twenty-one magnets were seen in the region and no intramagnetic breaks were seen. The veneer of the stylet was mainly dull and cloudy. However, the veneer became slightly more glossy and translucent near the center of the stylet. Moderate resistance was felt when trying to remove the stylet from a non-complainant catheter, when the catheter was in a single curve configuration. When the catheter was placed in a double curve configuration, the resistance became high. The stylet would bind up within the catheter and then quickly release. Slight catheter bunching was seen when the stylet was retracted from the catheter lumen. The exact mechanism which made the stylet difficult to remove from the catheter lumen is unknown at this time. A lot history review (lhr) of revj1017 showed fifteen other similar product complaint(s) from this lot number.